Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). High blood sugar [blood glucose increased] insulin pen did not give the correct amount of insulin when injecting [incorrect dose administered by device] the piston rod did not have the same resistance as before and made a sound when injecting [device mechanical issue] case description: this serious spontaneous case received via regulatory authority mpa (medical products agency/(B)(4)), swe from sweden was reported by a diabetes nurse specialist as "high blood sugar(blood sugar increased)" beginning on (B)(6) 2024, "insulin pen did not give the correct amount of insulin when injecting(incorrect dose administered by device)" with an unspecified onset date, "the piston rod did not have the same resistance as before and made a sound when injecting (device mechanical issue)" with an unspecified onset date, and concerned a adult patient (age reported as between 18 to 64) who was treated with novopen 6 (insulin delivery device) from unknown start date for "device therapy" the patient was treated with long acting insulin from unknown start date for " type 1 diabetes mellitus", events "high blood sugar, insulin pen did not give the correct amount of insulin when injecting, the piston rod did not have the same resistance as before and made a sound when injecting" were medically confirmed. Patient's height, weight and body mass index was not reported. On an unknown date, the patient had after a while noticed that the insulin pen did not give the correct amount of insulin when injecting. Also noted that the piston rod did not have the same resistance as before and made a sound when injecting. It worked to inject with the pen even though there was no needle on it and the dose registered as given by the pen. The pen was used for long acting insulin once daily. On (B)(6) 2024, the patient had experienced unexplainably high blood sugar (blood glucose) values during a period. Batch number of novopen 6: mvg6l71. Action taken to novopen 6 was reported as product discontinued due to ae. The outcome for the event "high blood sugar(blood sugar increased)" was not reported. The outcome for the event "insulin pen did not give the correct amount of insulin when injecting (incorrect dose administered by device)" was not reported. The outcome for the event "the piston rod did not have the same resistance as before and made a sound when injecting(device mechanical issue)" was not reported. No further information available. References included: reference type: e2b authority number. Reference ID#: (B)(4). Reference notes: mpa (medical products agency/(B)(4). "This report is for a foreign device that is assessed as "similar" to us marketed novopen echo".

Event description:
Case description: investigational results: name: novopen 6, batch number: mvg6l71 . The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination. If possible, please forward the reported product(s) for further investigations. The batch documentation was reviewed. Nonconformity-related documentation was examined. There has 1 dv(dv0112503) was about "incorrect leva document created for nomeco (nordic hub) for durable medical devices with special transport requirements" issue, was not related to this case. And therefore no further action. No abnormalities related to the observed problem were found. The batch documentation has been reviewed and found to be normal. Since last submission following were updated inv updated -imdrf b,c, d and g codes added -final report in EU/ca tab ticked -expected follow up date removed -malfunction updated -is non reportable field updated -narrative updated accordingly. No further information available. References included: reference type: e2b authority number reference ID#: se-mpa-6.6.2-2024-026593 / 1710858003273 reference notes: mpa (medical products agency/läkemedelsverket), swe. Final manufacturer's comment: 22-may-2024: the suspected device novopen 6 has not been returned to novo nordisk for evaluation. No abnormalities relating to the observed problem were found in the reference sample analysis. The batch documentation has been reviewed and found to be normal. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen 6. Patient's underlying medical condition of type 1 diabetes mellitus is a significant confounding factor for the development of high blood sugar. H3 continued: evaluation summary name: novopen 6, batch number: mvg6l71 the number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination. If possible, please forward the reported product(s) for further investigations. The batch documentation was reviewed. Nonconformity-related documentation was examined. There has 1 dv(dv0112503) was about "incorrect leva document created for nomeco (nordic hub) for durable medical devices with special transport requirements" issue, was not related to this case. And therefore no further action. No abnormalities related to the observed problem were found. The batch documentation has been reviewed and found to be normal.